Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of displaying a "patient circuit disconnected" alarm was confirmed. Ventec was not, however, able to duplicate the reported inaccurate fio2 (fraction of inspired oxygen) readings. Ventec replaced the internal flow transducer (ift) to resolve the reported "patient circuit disconnected" alarm issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported "patient circuit disconnected" alarm issue was the ift. The cause of the reported inaccurate fio2 readings could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnected" alarm and was providing inaccurate fio2 (fraction of inspired oxygen) readings there was no patient involvement associated with the reported event.